Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working. Customer stated that the light turned off and will not turned off and causing the battery to die faster. Customer stated he was connected on the insulin pump and when prime the insulin just kept going. Customer's blood glucose was 102.60 mg/dl. Advised the customer we will replace the insulin pump. No further information provided.